Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose was high as 465 and 200 mg/dl. Customer¿s current blood glucose value was 187 and 126 mg/dl. Troubleshooting was done for high blood glucose and under delivery. The customer treated with a manual injection. The customer also states the button stopped working. The customer decided to discontinue troubleshooting per it is time for him to eat. The insulin pump will not be returned for analysis.